Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, retains analysis and concomitant product evaluation. ¿ the DHR was reviewed and the product met manufacturing specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. ¿ trending analysis by lot number was reviewed from 05/08/2016 to 11/04/2016 and trending was not exceeded. ¿ the sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not available for return; however, a photograph of the ci strip was sent and was evaluated by the supplier. The color indicator fading pattern appeared to be regular and not possible during the printing process as the screen printing process is a contiguous pattern. The ink that was present was washed out of all color. The supplier reported if the ci strip is placed on or near a metal object, such as a tray within the sterilizer or within the load itself, the extra heat from the metal can accelerate the color change reaction. This type of color change progress had been seen before, though rarely to such a patterned response as shown. Normally, a strip has a more evenly formed color change across the strip that was lighter than expected or completely washed out. In addition, the supplier tests each lot of styrene for ink adherence. The indicator ink swells into the polystyrene indicator sheet during printing and a peel test performed. No issue was noted with the lot of styrene used in the ci strips. Finally, the supplier stated they have not seen this unique failure type in the last 25 years. ¿ retains testing was not performed since the ci strips changed color properly when an additional load was processed. ¿ the concomitant sterrad 100nx was not evaluated as the ci strip changed correctly in another load. Therefore, a performance issue with the unit is unlikely. The assignable cause of the issue cannot be determined. The DHR review found no anomalies that would contribute to the complaint issue, trending analysis by lot was not exceeded, the supplier evaluation concluded that it is unlikely the issue was caused by a manufacturing issue and performance with the sterrad unit is unlikely since the ci strip changed correctly in another load. The customer was unresponsive to multiple attempts at obtaining additional information. Should additional information become available, the file will be re-opened and evaluated. The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct brand name is sterrad® chemical indicator strip. The correct common device is indicator, chemical. The correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100nx cycle. It is unknown whether or not the affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.